Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken main tube. Fragments were not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer noted that the junction between the iron and shaft on the maryland bipolar forceps instrument was broken. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The customer was able to remove the instrument and cannula together as one piece without increasing the port size. There was no detached part/material observed from the instrument. No fragments fell inside the patient during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.